Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that ¿whilst flushing the 3-way valve following my blood test, the anti-reflux device integrated into the valve split in two. The device in question has been returned to the pharmacy.